Event description:
Information was received from a patient indicating that a smiths medical cadd-ms® 3 ambulatory infusion pump was not working. It was reported that upon power up, the pump asks to be programmed. The patient notes that a triple battery backwards in the pump is used when not in use. No adverse health outcomes were reported.